Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 27 mm watchman flx pro laa closure device and delivery system (wds) was successfully implanted. The patient was discharged. The patient had a routine 45-day follow-up contrast transesophageal echocardiography (tee) and no thrombus was seen. During the one (1) year tee imaging a thrombus was seen on the closure device. The patient was restarted on oral anticoagulation (oac).

Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known. D6a: implant date is an aproximate date as actual implant date was not known.